Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd895755 and there were no issues detected during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review of lot number gd895755 will be performed. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy and subsequently passed away. The patient was hospitalized for the peritonitis and treated with vancomycin, tobramycin, fluconazole, and caspofungin (dose, frequency, and route not reported) and diflucan (intravenously, dose and frequency not reported). The patient¿s pd catheter was discontinued and the patient was considered to not be a good candidate for hemodialysis. No further dialysis was being performed at the time. The patient was discharged from the hospital and placed on hospice. The patient then reportedly passed away due to withdrawal from dialysis therapy, uremia, and pneumonia. It was reported that the peritonitis was not resolved at the time of the patient passing away. Additional information was requested, but is not available at this time. This is report 4 of 5.